Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the additive in tube has a yellowing appearance with a bd vacutainer® serum blood collection tubes. This occurred with 62 tubes and discovered prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: the red vacutainer tube b.d x 100 und. (6ml 13 x 100) plastic with thread 367815, they are presenting quality faults, as they present a color change to yellow in the transparent area.

Manufacturer narrative:
Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for color variation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the additive in tube has a yellowing appearance with a bd vacutainer® serum blood collection tubes. This occurred with 62 tubes and discovered prior to use. The following information was provided by the initial reporter, translated from spanish to english: the red vacutainer tube b.d x 100 und. (6ml 13 x 100) plastic with thread 367815, they are presenting quality faults, as they present a color change to yellow in the transparent area.